Event description:
When patient was transferred from MRI stretcher to bed, it was noted that there was frank blood around the flexiseal. Dr. (B)(6) was notified and was at bedside. Flexiseal was removed after a few.